Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, matrix drawer 1 was failed with required maintenance error. The customer stated that there was a delay in accessing medication for patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer checked with the customer and confirmed that an incorrect number had initially been entered, resulting in a duplicate case. The customer subsequently created a new case with the correct serial number. There was no issue identified, and the system is functioned as intended.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, matrix drawer 1 was failed with required maintenance error. The customer stated that there was a delay in accessing medication for patient. There were no adverse events or injuries reported based on this event.